Event description:
It was reported that when maintaining the PICC catheter, the operator found exudate at the insertion sit. Imaging examination confirmed abnormality of the catheter in the patient. The catheter was removed from the body and found a large cleft at the scale of 18 cm. A new catheter was placed in this patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1425 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the PICC catheter, the operator found exudate at the insertion sit. Imaging examination confirmed abnormality of the catheter in the patient. The catheter was removed from the body and found a large cleft at the scale of 18 cm. A new catheter was placed in this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 17cm and 18cm depth markings. Microscopic inspection of the split revealed granular fracture surfaces. The split exhibited a wavy shape. Deformation, thinning of the catheter wall and material discoloration were observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed a leak at the split site. The catheter was fully occluded distal of the split. The catheter damage was consistent with burst damage secondary to over-pressurization. The total occlusion distal of the split suggested that flushing an occluded catheter may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a subcutaneous leak in the catheter was confirmed but the cause is unknown. Two photographs of a damaged section of a 4fr s/l powerpicc catheter shaft were returned for evaluation. A longitudinal split with slightly curved edges was visible in the catheter. The catheter shaft appeared to be compressed and an orangish-red residual material was present at the split site. Microscopic examination, functional testing, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. Therefore, the failure mode could be confirmed but the cause of the damage could not be determined. Possible contributing factors could include material fatigue or over-pressurization of the catheter tubing. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that when maintaining the PICC catheter, the operator found exudate at the insertion sit. Imaging examination confirmed abnormality of the catheter in the patient. The catheter was removed from the body and found a large cleft at the scale of 18 cm. A new catheter was placed in this patient.